Event description:
It was reported that the deflection of the catheter was broken. The complaint description provided by the customer was not indicative of a reportable malfunction. However, upon receipt of the catheter it was noted that the edge of electrode ring #1 was lifted. Biosense webster became aware of this reportable condition on 03/04/09, upon receipt of the complaint sample.

Manufacturer narrative:
The catheter failed the deflection test due to an open curve condition and inadequate full contraction and expansion. Dissection revealed that the deflection and contraction puller wires were too long, causing the deflection failure. However, during analysis investigation, it was also noticed that there was physical damage on the catheter. The catheter shaft was bent at about 83 cm from the shrink sleeving, and the spine cover was wrinkled between ring electrode #19 and #20. Furthermore, it was noticed that the electrode ring #1 was damaged and lifted from the edge of the ring, indicating that excessive force was applied. Polyurethane (pu) around electrode ring #1 appears to be sufficient. However, it is possible that the ring electrode was caught with the edge of the sheath's tip causing the damage on the ring. A CAPA has been opened to address and resolve this issue.